Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of pain and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced pain (unspecified) and presented to the dialysis clinic. On (B)(6) 2011, the patient experienced cloudy effluent and returned to the dialysis clinic. On an unreported date in (B)(6) 2011, the patient began remedial therapy with a two week course of unspecified antibiotics. The cause of the peritonitis was unknown. Dianeal pd4 ambuflex was ongoing. In (B)(6) 2011, the outcome for the event of peritonitis had resolved. It was not reported if the outcome for the event of pain had resolved. The nurse considered the event of peritonitis to be unrelated to dianeal pd4 ambuflex therapy. The nurse did not provide an assessment of causality for the event of pain.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.